Manufacturer narrative:
Na.

Event description:
A nurse from the (B)(6) clinic called and reported that the customer was getting results that were questionable. The customer was then called and the following results were verified within the coaguchek xs meter's memory. The serial number of the meter is (B)(4). On (B)(6) 2016 the customer obtained a result of 1.2 inr and her warfarin was doubled. On (B)(6) 2016 she obtained a result of 8.0 inr at 8:22 am and another meter result of 6.0 inr at 1:35 pm. Between those results a venipuncture was done and it the lab result was 5.6 inr on an unknown lab reagent. An adjustment to the customer's medication was made based on the lab result. The customer was not on heparin or any direct thrombin inhibitors. She does not have polycythemia nor does she have any antiphospholipid antibodies. The customer's current condition is good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer did not return the strips for the investigation. The returned coaguchek xs (serial number (B)(4)) and reference meters from the investigation unit were tested with current masterlot (230734). Everything meets specification and no product problem was found. The customer did not return the strips.

Manufacturer narrative:
The relevant retention test strips (lot 205139) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.